Event description:
Patient reported that in the last 2 weeks, she had 2 faulty cassettes (with most recent cassette issue occurring last night). While filling them up, both leaked. First syringe of diluent went in fine, but when she started to push in the second syringe of diluent, she could hear air come out and then the solution started dripping out of the top of the cassette and she could see that the solution had leaked out of the inner bag of cassette as well as outside of the cassette, onto her hands. Pharmacy to ship pt extra cassettes. No other info known. Did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what the outcome of the event? Resolved. Did the reported product fault occur while in use with a pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device is available to be returned for investigation? Yes; did we[MFR] replace the device? Yes. Reported to (B)(6) by pt/caregiver.